Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012867153 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the distal arm pebax tube was observed to be pinched, inverted array was observed, and the guidewire lumen was observed to be kinked at 0.25 inches from the distal tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the reported inverted loop was confirmed through analysis. The loop catheter failed the returned product inspection due to the spiral array damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator; product ID 990045 (lot: unknown); product type: 0193-guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a catheter array inversion occurred and an uncommon "knob" shape observed on fluoroscopy after right inferior pulmonary vein applications. Difficulty was encountered in retrieving the original catheter shape, with attempts made using a guidewire that were only partially successful. The original shape was restored after several right superior pulmonary vein applications, but it was not possible to retrieve the catheter properly, requiring force for removal. Upon extraction, a "knob" was present at the top of the catheter. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.